Event description:
On (B)(6) 2025, the user experienced hypoglycemia (65 mg/dl) after changing their insulin delivery supplies. The user self-treated with oral carbohydrates and subsequently went to the emergency department for observation. The user was evaluated and not admitted. No long-term health effects were reported.

Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.